Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a leak in the reservoir barrel, a reservoir was not placed properly, and an air bubble was present in the reservoir. The customer reported a blood glucose value of 20.0 mmol/l. The customer reported hyperglycemia, elevated ketones/diabetic ketoacidosis, malaise, nausea, fatigue, and dehydration treated with IV insulin drip (intravenous insulin infusion) and hospitalization: overnight stay. The event involved product(s) mmt-342g. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the device, and the product return for mmt-342g is not expected.